Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter handle had a dirty appearance and may have not been sterile. During preparation for pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was selected for use. The catheter handle had a dirty appearance when it was removed from the plastic packaging. The catheter was replaced due to sterility concerns. No damage to the sterile seal of the packaging was observed. The procedure was completed with the replacement catheter. Use of the replacement catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; however, there was a picture attached to the complaint, and when media inspection was performed it was possible to observe the device with white material which was potential adhesive. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter handle had a dirty appearance and may have not been sterile. During preparation for pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was selected for use. The catheter handle had a dirty appearance when it was removed from the plastic packaging. The catheter was replaced due to sterility concerns. No damage to the sterile seal of the packaging was observed. The procedure was completed with the replacement catheter. Use of the replacement catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is not expected to be returned for analysis due to disposal.